Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the device was on extraction and switched to injection. Both air and oil were added to the eye. The surgeon had no visibility and the oil portion of the procedure had to be completed again. It was noted that the notification to change the bottle was delayed. It was also noted that the top two light sources do not provide enough light. Patient impact was not reported. Additional information has been requested.